Event description:
Customer's mother reported via phone call that the insulin pump alarmed no delivery. Blood glucose value was 312 mg/dl. It was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit. Customer's mother was then instructed to assemble a new infusion set with current reservoir; insulin did not exit the tubing. Customer changed the reservoir; insulin pump did not alarm no delivery with manual prime. It was advised that changing the reservoir resolved the issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.